Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm ran the safety disk leak test, compressor output test and drive regulator test. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that a gas loss alarm occurred on cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that a gas loss alarm occurred on cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred; however there was no adverse event reported.